Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was still in ICU post lvad implant, the rn rolled the pt onto his side to urinate, and urine got into the vent line. The lvad went into default mode. The pt was hand-pumped and placed on pneumatic support using a stroke volume limiter (svl) and drive console. ICU staff attempted to change pt off pneumatic driver several times, but were unsuccessful. The pt was taken to or and lvad was exchanged.

Manufacturer narrative:
Pt remains on lvad support. The explanted device was returned to the MFR as a non-complaint lvad in october 2005 for routine reprocessing and credit. The event was not reported until 2006, and the device had been processed as a non-complaint lvad, so further investigation of the lvad is not possible at this time. The device labeling contains multiple warnings stating :do not allow the percutaneous tube to become contaminated or its inner lumen to become well, or the pump may stop." Based on the info available, the cause of the event appears related to the percutaneous tube becoming wet, which is contraindicated in the device labeling resulting in the device stopping and necessitating device replacement. No further info is available at this time. The MFR is now closing its file on this event.